Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 23-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that the cuff of the microcuff endotracheal tube (et) did not inflate. The user stated that after the patient was intubated, attempts were made to inflate the cuff, but it did not inflate. The et tube was exchanged for another with no patient injury. The user noted that it could have possibly been due to a defect with the inflation port on the et tube or that the cuff was damaged by the patient's teeth during intubation.